Manufacturer narrative:
The reported event of crimping of the lead insulation and helix damage were confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix extended and clogged with blood/tissue. Final analysis found the helix was also found bent consistent with procedural damage and x-ray inspection showed that the inner coil was over torqued in the connector region and the helix was bent consistent with procedural damage. No further anomalies were found.

Event description:
It was reported that the patient presented for novel system implant procedure. During the procedure, it was noted that the right ventricular lead lead insulation was becoming crimped and the helix became stretched. The lead was not used to complete the procedure on (B)(6) 2023. The patient was stable.